Event description:
The user facility reported that a portion of the guidewire coating became damaged during an interventional procedure. Follow-up communication confirmed: a portion of the outer coating started to separate from the guide wire during an interventional procedure using an antegrade approach; the coating did not become completely detached; and the entire device was able to be removed from the patient.

Manufacturer narrative:
Results: evaluation of user facility information & the returned sample; testing of reserve sample and undamaged sections of the returned sample. The involved device was returned to the manufacturing facility for evaluation. Careful examination confirmed that a portion of the polyurethane coating had been damaged & rolled back on itself in the distal direction exposing the core wire. In addition, abrasions were noted in the area of the coating adjacent to the point where the partial separation initiated. Inspection of undamaged areas on the returned sample confirmed that there were no defects or anomalies. Testing of undamaged areas on the returned sample confirmed that product performance specifications were met, including proper adhesion of the coating to core wire. Visual inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the retained sample confirmed that all functional specifications were met, including proper adhesion of the coating to core wire. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The cause of the reported event cannot be definitively determined based on the available information. However, the event description & appearance of the involved sample are most consistent with another device becoming caught on the poly-urethane layer of the guide wire, and then, sufficient force being applied in the distal direction to cause a portion of the poly-urethane layer to become partially detached from the core wire. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).